Manufacturer narrative:
Age, sex, weight, ethnicity, race: unk. PMA/510k- this product is not marketed in the us. Claim # (B)(4).

Event description:
The reporter indicated that the doctor experienced a lens blocked inside the injector. The reporter was unable to provide additional information.